Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing found that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer after being explanted for a battery changeout. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.